Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to provide therapy. The crt-d was explanted. Attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.